Manufacturer narrative:
Pump received and unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/system sensor and excessive no delivery alarm test. Unit functioned properly and was received with cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that his child's insulin pump did not have a no delivery alarm and was experiencing high blood glucose of 370 mg/dl. The blood glucose level did not exceed 370 mg/dl. Troubleshooting found that the customer's drive support cap, programming, basal rates and bolus history are all normal. However, the insulin pump failed the high pressure test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.